Event description:
Revision surgery - due to the tibial poly wearing the surgeon replaced it with an ultra congruent.

Manufacturer narrative:
The reason for this revision surgery was to replace a worn insert after 4.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this product: two due to wear/excessive wear, one broken/cracked device, two for stability/poor joint, and one due to trauma. This is the first complaint for this lot number. The root cause for the worn insert was most likely due to normal wear. There are no indications of a product or process issue affecting implant safety or effectiveness.